Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-00524. It was reported the patient is experiencing ineffective therapy. X-rays confirmed both the leads had migrated. Patient denied any trauma. Diagnostics indicated elevated impedance readings for both leads. Surgical intervention may take place at a later date.